Manufacturer narrative:
Conclusion: customer discarded and replaced mattress.

Event description:
It was reported via repair work order that there was fluid ingress to mattress due to damaged cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.